Event description:
Baxter reported that a twist clamp of a transfer set was leaking. The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to the affiliate.